Manufacturer narrative:
The investigation of thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2025-25688. G2 report source; study was missing from manufacturer device report 1220648-2025-25688.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 for use during cardiogenic shock, section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured thrombocytopenia with a possible relationship to the impella 5.5. On (B)(6) 2024, platelet count 105. On (B)(6) 2024, platelet count dropped to 67. Heparin-induced thrombocytopenia panel negative. On (B)(6) 2024, platelet count lowest at 60. Platelet count steadily rose until on (B)(6) 2024, it was within normal limits. The patient is stable. The patient survived the event.